Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a 23.50 diopter lens was explanted due to unspecified "mechanical malfunction". The replacement lens was a same model lens with 21.50 diopter power. No sutures were used. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic cut or torn nearly in half. The haptics are not damaged. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined. However, the lens replacement lens is of the same model with 2 diopter lower. The exchange was likely performed to address residual refractive error. Refractive error is most commonly due to pre-op biometry error or power calculation or patient expectation and therefore unrelated to the device. Based on this information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.